Manufacturer narrative:
Event occurred on (B)(6) 2018 and reported to bovie medical on march 16, 2018.

Event description:
Patient underwent subdermal procedure post lipo with bovie's medical j-plasma device. Patient experienced nerve damage and poor blood circulation in her hands post procedure.